Event description:
It was reported that during a hernia repair procedure, the cartridge pushed out of the stapler. This occurred on the first firing. Case completed with another device of the same product code. No patient consequence.